Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A delivery wire, main coil, and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, within the introducer sheath. The introducer sheath was inspected, and no issues was found. The twist lock had been opened. The main coil was found kinked and stretched. The delivery wire was inspected, and no issues was found. No more damages were found in the returned device. Microscopic inspection of the delivery wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no issues was noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Dimensional inspection of the delivery wire was performed and the remaining measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2021. It was reported that the coil could not be fully deployed. A 10mmx40cm interlock-35 coil was selected for use on the embolization of thoracic aortic internal fistula. During the procedure, it was noted that the coil could not be fully deployed after entering the lesion through the catheter. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed missing fiber bundles.